Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message and confirmed there was no audible sound coming from the speaker. The device was not in clinical use at the time the issue was discovered. There was no report of any adverse event . The device was not in use on a patient.